Manufacturer narrative:
(B)(4). Date sent: 1/8/2018. Batch # unknown. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the surgeon was using the probe in a lap procedure after few minutes the teflon tissue pad was removed from the jaw and unable to hold the tissue. The teflon was collected from the abdomen. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2018. Batch # n91g86. Investigation summary the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot n91g86.